Event description:
It was reported that patient with this right ventricular (rv) lead experienced phrenic nerve stimulation (pns) and left ventricular (lv) pacing was turned off. Patient has no problem when in supine position, but it occurred when walking. This rv lead remains in service. No adverse patient effects were reported.